Event description:
I had the essure procedure. I was awake at the time, given a vicodin prior to the procedure. The procedure began with lots of pressure and pain. Afterwards I was told I would spot bleed and be in a little pain for a of couple days. After 1 week I was still bleeding heavily and in a lot of pain. I called the doctor and was told this is normal. End of week 2 comes still bleeding and lots of pain. Week 3 finally get an appt and labs drawn. Was told after I get the deposit shot then the bleeding will stop. Well that didn't happen. Got the shot heavy bleeding and still in excruciating pain. I have completely lost interest in sex. I continued to beg the doctor to do something. He says there is nothing he can do. So for months in and out the bleeding and pain continue. I go over 6 months of continuous bleeding so bad it's huge clots and pain. The doctor does nothing. I wake up 1 morning and feel very weak and light headed, almost pass out. I go to the ER and they run tests. I'm severely anemic and was told possibly going to be admitted. But they got me an appt for a gyn doctor at the clinic. I go visit her and she was amazed at the blood loss. She referred me to a specialist. The mean time still bleeding and in pain, no sex drive at all. Did lots of ultrasounds and hsg and the essure is missing out of one tube and their is leakage after having them in now over a year. Still in pain. Bleeding better. Still no sex drive, sex is very painful. This device has caused me pain this whole time. It's been 2yrs and I'm still in excruciating pain. (B)(4).